Event description:
It was reported that the customer's insulin pump experienced a button error alarm. The customer's blood glucose level was reported to be 225 mg/dl. The customer reported that he is using his back up insulin pump to be safe. He was advised to disconnect from the insulin pump and revert to back up plan. The product is being returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no display ramping on its own anomaly noted. The insulin pump minor scratches on lcd window and with cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.